Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds such as nasolabial folds.

Event description:
Pt was injected in the upper lip tubercle on (B)(6) 2010. The pt developed an upper lip abscess following the injection. The pt was given local antibiotics and hyaluronidase as well as local dexathasone. Radio frequency therapy was also applied. Pt is better and responding to treatment.